Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south korea. It was reported that the thread broke during surgery.

Manufacturer narrative:
Samples received: 1 cassette. Analysis and results: there is a previous complaint regarding another issue but related (thread tangled in cassette). (B)(4) units of this code batch were manufactured and distributed in the market. There are no units in stock in b. Braun surgical's warehouse. We have received an open cassette with the thread broken inside the cassette. The thread was probably tangled in the reel and when pulling out the thread it broke due to the extraction was too hard/difficult. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.